Event description:
Medtronic received information indicating that during use, pressure issues occurred with this arterial cannula and it was noted that the tip of the device was broken. The cannula was replaced with a cannula from another manufacturer with no adverse patient effects reported. The surgeon selected another cannula from the same lot. When very little pressure was applied to the device it broke near the tip. The first device used in the procedure will not be returned; however, the second device and one other un-opened sample were returned for analysis.

Manufacturer narrative:
As two devices were involved in this event, please refer to MDR number 2184009-2012-00064 for the primary device involved in this product event. Device evaluation: upon receipt at medtronic¿s quality assurance laboratory, visual inspection noted a break in the cannula tip proximal to the suture collar edge. The tip remained attached to the cannula body by the reinforced wire winded coil. A review of the device history record did not identify any non-conformances prior to being released for distribution which would have impacted this event. This product event is included in a trend analysis. In an effort to determine root cause, medtronic attempted to recreate the failure mode in a simulated use condition operating room. This included preconditioning samples using an ice bath, use of different suture techniques and materials, and manipulating the cannula as is done with any cardiopulmonary bypass case. In addition, the manufacturing equipment, non-conforming material reports, and any manufacturing process changes (if applicable) were thoroughly reviewed to detect any abnormalities that would have caused or contributed to this event. The results of testing post-production cannula in the simulated operating room created a split to the cannula body in the suture collar region; to the unaided eye, this split appeared similar to those as reported to medtronic. The sample was sent to medtronic¿s science and technology laboratory for a magnified visual inspection. This inspection concluded that the created split in the cannula body in the suture collar region did not present the same visual indicators as those observed in the returned devices as reported to medtronic. A review of the manufacturing process did not identify any out of specification conditions that would have caused or contributed to the split in the cannula body in the suture collar region. Conclusion: the root cause for the split in the cannula body in the suture collar region is unable to be determined at this time. Medtronic will continue to monitor the field performance of this device to detect similar events, should they occur. (B)(4).